Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided). Reportedly, the customer required assistance from parent to treat bg level via being awoken and consumption of carbohydrates. No additional information was provided.